Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no: 302995, batch no: unknown. Clinician described an occlusion with a smartsite product #2000e when attaching it to a 10ml bd syringe #302995 for initial blood draw when starting a patient's IV on newly admitted patient in emergency room. Nurse had to discard product #2000e and get another one; slight workflow impact to nurse. Second product worked for blood draw. Patient information not provided.